Manufacturer narrative:
Additional info has been requested. Subject device was not implanted in the pt. Investigation could not be concluded, no conclusion could be drawn. No device was returned for investigation. Review of the manufacturing records for this lot has been requested.

Event description:
During a tfn procedure on an elderly female pt, surgeon attempted to place a helical blade through a short 12mm x 130 degree tfn but the blade was binding in the hole. Surgeon removed the nail and selected a short 11mm nail and a new blade and completed the procedure without further incident. Total length of the procedure was extended by approximately 45 minutes. This report is #3 of 3 for the same event.